Manufacturer narrative:
The original complaint was inadvertently reported and was classified as training/misuse and not a product complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter alleged that the pump had to primed more frequently. The reporter could not be reached for further information. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery